Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to the patient receiving multiple inappropriate shocks. It was noted that there was atrial undersensing on electrograms during detection of arrhythmias. The patient was stabilized and stayed the night in the hospital. The right atrial (ra) lead and the implantable cardioverter defibrillator (ICD) remain in use. No further patient complications have been reported as a result of this event.